Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface could not be properly inserted into the baseplate.